Event description:
It was reported to boston scientific that a cre fixed guidewire dilatation balloon was used in the esophagus during an egd (esophagogastroduodenoscopy) performed on (B)(6), 2010. According to the complainant, during the procedure the physician positioned the balloon and attempted inflation, however the balloon popped at an unknown atms of pressure and then immediately deflated. It was confirmed that no fragments of the balloon detached inside the patient. The procedure was completed with another cre fixed guidewire dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition following the event was reported as fine.

Manufacturer narrative:
Investigation results: a review of the complaints database for lot 13110878 concluded there were no previous complaints reported for this lot and there were no adverse trends noted for this defect type. A visual examination of the returned complaint device found the balloon portion of the device to be torn longitudinally. There was no other damaged noted on the device. The condition of the returned device is consistent with the reported event that the balloon popped. The most probable root cause for this complaint has been assigned as operation context; this failure occurs when procedural factors encountered limit the performance of the balloon (e.g. Sharp exterior sources).

Event description:
It was reported to boston scientific that a cre fixed guidewire dilatation balloon was used in the esophagus during an egd (esophagogastroduodenoscopy) performed on (B)(6), 2010. According to the complainant, during the procedure the physician positioned the balloon and attempted inflation, however the balloon popped at an unknown atms of pressure and then immediately deflated. It was confirmed that no fragments of the balloon detached inside the patient. The procedure was completed with another cre fixed guidewire dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition following the event was reported as fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.